Event description:
A report was received from a consumer that a coworker experienced eye infections with scars remaining associated with wear of air optix night & day aqua lenses. Follow up information received from the patient on 21 april 2010 stated that she experienced 2 corneal ulcers on the left eye within about 1.5 months of each other and has residual scar tissue. Several requests were made for additional information, however, no further details have been provided.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer. As there was no product returned or lot information provided, no detailed investigation can be performed. (B) (4).